Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted and partial removal surgery during which the surgeon noted small bowel and omentum densely adherent to the mesh, as well as several serosal tears in the small bowel. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted dense adhesions, which took at least an hour to dissect and left the omentum so tattered as to require resection. It was reported that the patient experienced severe pain, cramping, nausea, vomiting, recurrent small bowel obstruction and inflammation. It was reported that the patient previously underwent incarcerated incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. Other procedures are captured in separate files. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021.